Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver ablation with ultrasound, the temperature increased a lot and the alarm put on and stopped the generator. The water was very cold and the temperature rate was correct regarding the environment when they plugged the needle. But after impossible to managed more than 1 minute treatment, another needle was used to complete the procedure. There was no patient injury.